Event description:
During positioning of pt's head for a cervical laminectomy the tightening screw mechanism (screw that tightens pins into skull) of the mayfield headrest did not hold. This allowed the pt's head which was supported by the surgeon to slip slightly. The pins in the pt's scalp caused a 3" laceration on the right side and a 2" laceration on the left. These wounds were sutured and the surgery proceeded. Pt's hair will cover wounds. Scalp lacerations healing at time of discharge. Headrest sent to ohio medical for repair and evaluation. Report of operation - procedure in detail: after induction of general endotracheal anesthesia the pt was placed in a mayfield holder and turned onto the operating bed. While the pt was being positioned the mayfield holder relieved the pressure and caused a laceration into the pt's scalp. The pt was put back on the gurney and the laceration was cauterized and sutured up. A new mayfield holder was then reapplied and the pt was appropriately positioned. Localizing x-ray was obtained.